Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for high blood glucose of 588 mg/dl. The customer reported their blood glucose was over 400 mg/dl and they experienced diabetic ketoacidosis prior to the hospitalization. The customer also reported the cause of the hospitalization was from heart murmurs and shingles. The customer was hospitalized for four days. The customer was wearing the insulin pump at the time of the event. The customer reported waking up in sweats from their high blood glucose. It was also reported the insulin pump failed a high pressure test twice during troubleshooting. It was found the customer's fill cannula was set for .5 units and not 5 units. The test was performed again. The customer's current blood glucose was 269 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.